Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon partial circumferential tear located approximately 1mm distal of the proximal markerband. The investigator was unable to inflate the device due to the tear in the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No other issues were noted which may have potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on 31jul2019. It was reported that balloon inflation failure occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 3 seconds, the balloon failed to inflate. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed a balloon circumferential tear.